Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A certified ophthalmic technician reported a lens that was exchanged due to poor vision and malfunctioning of the lens following an intraocular lens (iol) implant procedure.